Event description:
It was reported that there is a broken device with led failure. The accuracy and pressure rate are not functioning properly as well. No additional information was provided. There was no patient involvement.

Event description:
It was reported that there is a broken device with led failure. The accuracy and pressure rate are not functioning properly as well. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pm, replaced dim u4 on display board. Lvp lifted keypad recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of lvp led failure. A review of the device history record showed the device had a manufacture date of 28jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there is a broken device with led failure. The accuracy and pressure rate are not functioning properly as well. No additional information was provided. There was no patient involvement.